Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-05627. It was reported the patient experienced an uncomfortable tingling sensation described as a shocking sensation. Reprogramming was unsuccessful. System diagnostics revealed impedances were within normal range. X-ray imaging revealed the leads have migrated. In turn, surgical intervention may take place at a later date.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-05627. Additional information identified the patient underwent surgical intervention wherein the leads were explanted which resolved the issue.